Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the lio cord had an electrical short" (electrical shorting). The nurse reported the lio cord had an electrical short. The nurse manipulated the cord while the surgeon finished the laser treatment. After this case, the lio was switched out. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The company service rep replaced the lio illumination cable and lio fiber. The samples were disposed of. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B)(4).